Manufacturer narrative:
The capture lp device has not been returned for evaluation. Based on the reported information, there does not appear to have been any defect of the device during use. The event occurred intra- procedurally and its cause could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Dobrocky, t., piechowiak, e., cianfoni, a., zibold, f., roccatagliata, l., mosimann, p., . . . Gralla, j. (2017). Thrombectomy of calcified emboli in stroke. Does histology of thrombi influence the effectiveness of thrombectomy? Journal of neurointerventional surgery, 10(4), 345-350. Doi:10.1136/neurintsurg-2017-013226 medtronic literature review found a report of extravasation during use of a capture lp. The article states that patient #5 presented with an m1 occlusion. A capture mindframe lp 3×15, 20 mm was deployed across the thrombus. During device recovery, sudden loss of resistance occurred, and a control run demonstrated active contrast extravasation (hemorrhage) from a distal m2 branch which was immediately occluded with two coils. The post-interventional CT scan revealed extensive subarachnoid hemorrhage (sah) and contrast in the sylvian fissure. The tici post the intervention was 0 and the mrs was 6 bythe 3rd month.